Event description:
Philips received a complaint from the biomedical engineer (bme), reporting that the v60 ventilator had a broken power cord. It was unknown how the issue was found. No patient or user harm reported. The bme reported that the v60 ventilator had a broken power cord. It was reported that the device would not charge the battery, even when the device was plugged into the alternating current (ac). The device would stay on battery power. It was reported that the bme tested the device on multiple outlets with no change. The bme reported that the power cord was replaced, and now the battery was charging. Additional information is being gathered.

Manufacturer narrative:
Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. The device usage at the time the event occurred could not be determined. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.